Manufacturer narrative:
Implanted device unable to be returned.

Event description:
Patient is a (B)(6) yo female with mcrc who had her primary tumor removed. The patient was previously treated with xeloda. Chemo was temporarily stopped while she was evaluated and treated with sir-spheres microspheres. On (B)(6) 2016 the right lobe was treated with 39mci of sir-spheres microspheres. In (B)(6) 2016 the left lobe was treated with 11mci of sir-spheres microspheres. The patient responded to the therapy, chemo was restarted and in (B)(6) 2016 the CT looked good. In (B)(6) 2016 the patient presented with ascites. And in (B)(6) of 2016 a paracentesis was performed to remove the ascites. Doctor suspects patient may be experiencing reild but did not share lfts to substantiate their suspicion, but did note "the patient's labs are improving" at time of reporting.